Event description:
It was reported that the patient's physician and the sales representative tried to inflate the inflatable penile prosthesis (ipp) but it was very difficult. The physician referred the patient with another dr. For a second opinion, who determined that a replacement would be needed. The pump was removed and replaced. No patient complications were reported in relation to this event.